Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders not linking to stations due to software issue. The technical support specialist informed that the issue appears to be on meditech side. Pyxis doesn't control the location defaulted in meditech. The issue was resolved on pis. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had medications that was not linked to pyxis stations. The customer stated that the new orders are not linking to the pyxis station and there was a delay in patient care. There were no adverse events or injuries reported based on this event.